Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Event description:
It was reported that during a colon procedure, after restoring the continuity of the hartmann, two devices tore the anastomosis. It was impossible to extract the device at the end of the stapling, the anvil was mismatched. An operation was performed to extract the anvil but when testing the air it was found an anastomosis tear on the right hemi conference with mucosa exposed. It was then decided to do the anastomosis again. A second device from the same lot was therefore used and the same incident occurred. It was impossible to remove the device, the anvil remained suitable but the anastomosis tore on hemi conference. A competitor¿s device has been used to re-anastomosis, no problem stapling and air test looked normal. The patient hospitalization was prolonged and ileostomy conservation for minimum of six weeks.